Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, yellow particles in the shell, and a linear opening. A leak test and microscopic analysis were performed which identified a sharp linear opening on the posterior side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed which found no blockage. Based on the device analysis, the final assessment is a sharp opening assessed as an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.